Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported they experienced suction loss on the right eye (od) of a female patient during last second of flap creation during side cut. The doctor switched out to a new pi and performed a side cut only. They successfully completed flap creation, flap lift and excimer treatment. It was reported that patient's one (1) day post-op uncorrected visual acuity (ucva) was 20/20. There was no loss in vision and no medical or surgical intervention was reported. There was no patient treatments delayed or cancelled.